Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-62 user had poor technique test strip (B)(4). Note: after several attempts manufacturer contacted customer on 5/3/2017 in a returned call by the customer to ensure the customer's condition since the initial call; customer condition improved, no medical attention reported. Customer want to let us know that he received the replacement product and he is fine.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 450 and 150 mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer report symptoms but does not wish to disclose them. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in very agitated complaining about erratic results and that the meter did not come with a lancing device. Customer states that when he test back to back he's results were 450 mg/dl, than dropped to 150 mg/dl within minutes, unable to verify because customer refused to troubleshoot. Customer states that he only needs me to instruct him how to get a good blood test. Attempted to run a blood with customer, however he didn't have a lancing device. Customer stated that he was having symptoms because he is a diabetic, but refused to list symptoms. Unable to obtain any further information, customer refused to provide any. Called customer back. Customer states that he called his pharmacy, they are sending someone over to help. Customer states he cannot talk to me right now because he has breathing problem, offered to call 911, customer declines stating that it is normal for him, every time he gets upset it's very hard for him to breathe , that he just needed to rest. Advised customer that I would follow up with him to see how he is feeling, customer states do not call me back, it will just make me more upset that I have to walk over and answer the phone.